Event description:
It was reported that the distal tip of a tracheobronchial stent graft was missing. Reportedly, the device was advanced to the intended treatment site, an access graft in the upper arm, without difficulty. Upon removal from the pt, the tip of the device appeared to be missing. The physician stated that the device used did not have a tip prior to use. No pt injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The stent graft remains implanted; however, the delivery system has been returned . The evaluation is currently underway.